Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 21077333 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 21077333 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 serial number: na batch/lot number: 16637195 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced charging issues with the implantable pulse generator (ipg). Additionally, the patient reported a fall, after which they began experiencing a shocking sensation and a buzzing pain in the mid-back when stimulation was on. As a result, the patient had to turned off the spinal cord stimulator (scs) system. X-ray was taken and the results showed left lead migration. The patient subsequently underwent a procedure where the ipg and the scs leads were replaced.